Event description:
It has been reported to philips that the system would not power on. The user performed a reboot, but the issue persisted. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not getting started and not getting power on. The fse found that the issue was with the x-ray pc as there was no power to os-disk. To resolve the issue fse replaced x-ray pc and re-routed power supply to the host-disk on to the suit pc and system was returned to use in good working order. The codes were updated based on the investigation outcome.